Event description:
The pt was implanted with a spectrum contour post-op adjustable prosthesis on 1/18/97. Subsequently, the pt developed an infection in her right breast ord the prosthesis was removed on 1/27/97.